Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the left ventricular lead's implant procedure, the physician had a difficulty removing the stylet from the lead. When the physician pulled on the stylet, the lead was damaged. The lead was no longer used and replaced. The patient was in stable condition post surgery.